Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of blood results reading "hi". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-150mg/dl fasting. Verified the strips expire 05/22/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer ran a back to back blood test hi and hi. Reviewed meter memory: hi (B)(6) 2015 11:31:00 am fasting: yes; hi (B)(6) 2015 03:50:00 am fasting: yes; hi (B)(6)2015 08:28:00 pm fasting: yes; 562mg/dl (B)(6) 2015 04:33:00 pm fasting: yes; 566mg/dl (B)(6) 2015 04:26:00 pm fasting: yes. No adverse event reported.